Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was treated with meropenem injection (1gm, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was discharged. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain. The same day as the event onset, the patient was hospitalized and began antibiotic treatment with vancomycin injection (1gm, intraperitoneal, once daily, discontinued) and amikacin injection (500mg, intraperitoneal, once daily, discontinued) for peritonitis. A day after the event onset, the patient began treatment with amikacin injection (100mg, intraperitoneal, once daily, ongoing) for peritonitis. It was reported that the patient was retrained on proper aseptic technique. At the time of this report, the patient was recovering from the events but remained hospitalized. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.